Event description:
The customer reported not being able to access all modes.

Manufacturer narrative:
The customer reported not being able to access all modes. The unit was evaluated locally. The symptom was verified. Replacing the bezel resolved the issue.